Event description:
Health professional reported that an access port for a lap-band device was replaced because there was a hole in the tubing. "Device was not filling properly. During surgery it was noted that there was a hole in the tubing." The serial number of the device and the return of the product for analysis have been requested. Follow up findings are pending at this time. Any new information will be forwarded to the FDA in a follow up report.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."